Manufacturer narrative:
Reportable malfunction with inomax dsir ds20100846 was documented and investigated under (B)(4). The device was returned to a regional service center (rsc) for evaluation. A review of the device's service log revealed that a low no alarm occurred in conjunction with zero flow measured by the connected injector module (im). Inspection of the returned device identified that pin 6 of the dsir plus head's im cable receptacle was damaged. The root cause for the low no alarm was due to the damaged im cable receptacle pin. As a result, the device's im cable receptacle was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.